Manufacturer narrative:
At this time, the device remains implanted in the patient. The device and additional medical information have been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. The event was not confirmed. Device evaluation was not performed as the device was not returned. The device remained implanted at the time of reporting the event. Material analysis was not performed as the device was not returned. There were no medical records provided for review by a clinical consultant. Device history review. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review of the complaint history database shows that there have been no other reported events for the subject lot code. The exact cause of this event could not be determined based on the information available. No further investigation for this event is possible at this time.

Event description:
The customer has reported via the sales rep. That a patient that had an exeter stem implanted on (B)(6) 2007 has presented with thigh and knee pain. The customer reported that the patient was x-rayed on (B)(6) 2014 and it was reported that the stem has allegedly fractured on the shoulder of the implant. The customer has reported that the patient will have to have revision surgery and it is provisionally booked for (B)(6) 2014.

Event description:
The customer has reported via the sales rep. That a patient that had an exeter stem implanted on (B)(6) 2007 has presented with thigh and knee pain. The customer reported that the patient was x-rayed on (B)(6) 2014 and it was reported that the stem has allegedly fractured on the shoulder of the implant. The customer has reported that the patient will have to have revision surgery and it is provisionally booked for (B)(6) 2014.